Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka procedure, the trial cracked during flexion inside the patient. All pieces were recovered, no patient affectation. It is unknown if there was any surgical delay. Procedure finished using the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per subsequent email, no relevant clinical information will be provided for inclusion in this medical investigation. Although, the single photo of the device provided confirms the failure. It was reported all the broken pieces were recovered and there was no patient affection reported. Based on the information provided, the procedure completed with the same device, however, it is unknown if there was a surgical delay. Should any additional medical information be provided, this complaint will be re-assessed. A visual inspection confirmed the jrny ii bcs art isrt trl sz 7-8 9mm lt is cracked. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Internal reference number: case-2020-00035506-1.